Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user experienced a device that remained locked and unresponsive after pausing for a shower, with the touchscreen not waking, not vibrating on slide, and not unlocking despite standard recovery steps; the user could not complete a required update due to lack of a compatible phone and transitioned to backup therapy. Symptoms included no insulin delivery from the pump while blood glucose was reported as normal. Outcomes included interruption of insulin therapy and need for backup regimen and device replacement. Investigation included remote troubleshooting and issuance of a replacement, with instructions for shutdown, data handling, and nd inspection of the returned device. Investigation of this device revealed damaged screen and device malfunction related to user interface responsiveness while the pump was paused and locked, with inability to unlock or update, and no evidence of patient injury. It was concluded, based on previously established findings for similar reports, that the cause was related to damaged screen.